Event description:
It was reported the insulin was squirting out during priming. The customer injected himself through the reservoir plunger and may have given too much insulin. The customer also stated that he had low blood glucose and paramedics were called out. The customer treated himself and his sugar level went up by the time the paramedics arrived.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.